Manufacturer narrative:
No product was returned for evaluation. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA. [(B)(4)].

Event description:
According to the reporter, there was a breakdown of wound closure that occurred after a repair of episiotomy was completed.